Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed, tested with in-house driver as intended. No apparent malfunction was identified that would contribute to the reported event. DHR review was completed for the subject lot number 1275866. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275866 for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. There was no malfunction when testing with in-house driver. The reported event is not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #5 did not engage with the driver. The doctor was not able to engage the implant driver into the internal connection of the implant during placement. The doctor then opened a new implant, and the driver fit fine. The doctor had to use another implant in stock and only had a wider implant at that length, so they had to make the osteotomy wider which caused the doctor to have to bone graft which was not treatment planned initially.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown/not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.